Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The switched common gas outlet valve was replaced, and the unit was returned to service.

Event description:
During a planned maintenance visit by a third party, it was noted that the unit was alarming for no fresh gas flow. There was no report of patient involvement.